Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 16 physical samples submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the samples. Analysis of the sample showed that visual inspection of the photo resulted in no defect observed then visual inspection of the physical samples was performed and it was found that in the union of the tube to the fitting component it has a white stain that appears to be excess solvent. Bd determined that the cause of the failure was excess solvent from the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 16cm white-component damage - no leak. Small pieces breaking off and going into the line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.